Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 24 mg/dl. The customer treated with food and glucose tablets. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the reservoir showed the same amount of insulin as shown on the status screen. The customer stated that sometimes she would over bolus and had blood glucose close to 200 mg/dl. The customer stated that she has worn the pump during medical procedure but stood behind something that protects it. The customer was advised to monitor the pump and blood glucose readings.